Manufacturer narrative:
Additional information received noted that this patient will be monitored and a follow up visit has been scheduled. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a device follow up high out of range pacing impedances were noted on this right ventricular lead. At this time, no intervention has taken place. A review by technical services was requested. No adverse patient effects were reported. Further analysis and review of this case by technical services suggested a possible lead issue, connection issue, or the method for measuring pacing impedances as possible reasons for the noted clinical observation. Technical services discussed checking the sensing and pacing thresholds. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.